Event description:
A nurse contacted global technical service (gts) for assistance with opening the cassette door. The nurse reported the patient died. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up medwatch will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4): per the clinic, the patient passed away due to disease state; disease state was not provided. Additional information was requested, but is not available at this time. The device was returned for evaluation. This report was not confirmed. A review of the device logs recorded no device anomalies and no instances of an increased intraperitoneal volume (iipv). The device was evaluated and no failure or malfunction was identified that could have caused or contributed to the home patient passing away. The root cause of the reported event is undetermined as no issue was found with the returned device.